Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to spiral oblique fracture of the medial calcar from a twisting injury during ambulation. No further information has been made available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Was previously reported as adverse event and product problem; should only be reported adverse event. No device or photos were received; therefore the condition of the component is unknown. However; we received operative notes and they confirmed the complaint. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the revision op notes, patient sustained a twisting injury to the right leg while ambulating resulting in pain and unable to bear weight. X-ray revealed a spiral oblique fracture of the medial calcar. The fracture was debrided and reduced with the use of 4 super cables. A root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.